Manufacturer narrative:
This follow-up MDR is created to document the updated results/conclusion codes.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received, the corrected device information, and the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated the device was implanted in 2012. It was reported that the patient was not deflating the device fully. When the physician went to remove the cylinders, there was difficulty deflating the cylinders completely. The physician heard the pseudocapsule around the reservoir pop as fluid was pushed back into it. The reservoir remained in the patient. The pump and cylinders were explanted. The patient tolerated the procedure well and returned to recovery in stable condition.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, protrusion of cylinders through glans.